Event description:
Allegedly screw snapped off during insertion.

Manufacturer narrative:
This is a reportable malfunction. No serious injury occurred. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was visually examined and photographic images were made. The complaint was reviewed and analysis showed no trend. Scanning electron microscope and energy dispersive spectroscopy analysis was conducted. There was no lot number provided to investigate the device history record. (B)(4) - evidence that product in specification when used, undetermined.